Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0q7sr, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the lead had "bubbled up" at the tailbone. It was not painful and she was still getting therapy. She saw a urologist who told her it was due to weight loss but her weight had been (B)(6) pounds since high school. The patient's right leg was also shaking. It seemed to happen most often after she cracked her back. Stimulation was turned to 0v and the shaking was not as bad, just little jerks. There was no trauma or fall that could be related to this issue. She was moving during the time when they noticed the leads and shaking, but did not think the move was stressful enough to cause the problem. An appointment was scheduled with the primary care physician (pcp) on monday. The issues started a couple of months ago in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.